Event description:
The doctor was performed a bilateral subcutaneous endoscopic vein procedure and one centimeter of the active blade broke off into the pt's right leg near the distal portion of the ankle. Due to the condition of the pt, the doctor decided not to perform an additional procedure to remove the broken tip and completed the case at that time. The doctor wasn't able to idenify the piece of the active blade with video assistance. Device being held in risk management.